Event description:
It was reported that during the procedure the head of tool hex sst 1.25mm 22mm broke off. The doctor was able to complete the procedure with another tool.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and a fractured tip. Pictures or x-ray images were not provided. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the driver dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that during a procedure the restorative tool broke off at the head. The reported complaint could not be verified. However, it was confirmed that the tip of the driver was fractured. A definitive root cause for this complaint could not be determined.